Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented in clinic after receiving a vibratory alert for post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made.